Event description:
I was diagnosed with lupus and connective tissue disorder shortly after my implants were out. I have no family history and my pcp now feels it's my implants causing these symptoms. FDA safety report ID # (B)(4).